Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of an inability to communication was the device was found to be caused by an extremely low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. However, the battery was depleted to a much lower voltage than expected. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage could not be determined.

Event description:
It was reported the patient presented for follow-up with device that could not be interrogated. The device was replaced for possible battery at eri. Patient was fine after the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.